Event description:
The customer reported that when the tip was activated in the oral cavity, a flame appeared on the tip. The device was immediately removed and there was no pt harm.

Manufacturer narrative:
(B)(4). (B)(4). The incident electrode was inserted into a pencil and activated on a generator with acceptable results. Inspection of the incident sample found the tip was charred and the silicon coating was worn away. The coating is to reduce eschar sticking to the blade. It is normal for the coating to wear away and discolor when activated on tissue. The damage electrode could have been due to eschar burning in an oxygen enriched atmosphere. One unused electrode from the same lot # was also returned and inserted into a pencil and activated on the generator, again with acceptable results. The IFU warns that the sparking and heating associated with electrosurgery can provide an ignition source. Verify that all oxygen circuit connections are leak free before and during electrosurgery.